Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. It was found that the detector was not in ready status. Replaced the paxscan processor & detector and programmed paxscan. System ready for use. The replaced parts were received by the manufacturer for evaluation. Analysis confirmed reported problem. Installed detector panel kit in test imaging system 267. The detector did not ready and the pendant displayed "initializing, please wait". The detector fiber optic led is green, however the cp2 displays error 34. The viva application pops up a "receptor median low" error. Accessed the clean imagers file from the shared drive and reinstalled the imagers file. The "receptor median low" error remained. Removed cp2 under test from imaging system 267 and installed the known good cp2. The system readied and functioned as expected with the detector panel under test. 2d and 3d imaging were successful. Defective cp2. An electrical failure mode was confirmed, with the root cause being the detector and cp2 processor. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system pendant displayed the message "initializing, please wait" and there was a red 'x' for the status of the motion system and the generator. There was a green check mark for the status of the mobile view station (mvs). The system was rebooted, and the image acquisition system (ias) and mvs were rebooted independently, both without resolution. The surgeon opted to complete the procedure without the use of the imaging system. The procedure was completed successfully with the use of a c-arm after a reported delay of less than one hour. The patient was not impacted.